Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone lockdown omnipod 5 software app version 3.1.6 operating system n5004l-am-q-mv01602-06-01.06 hardware n5004l cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 688 mg/dl while wearing the pod between 4 and 24 hours. The patient had started taking new unspecified medication to treat gout and thought that this interacted with his insulin, causing the hyperglycemia. Symptoms reported include hyperglycemia. The patient was treated with intravenous (IV) fluids and IV insulin. The patient was released the following day. The patient disposed of the pod.